Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer went to emergency room and got hospitalized due to low blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 34 mg/dl at the time of incident and 234 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Customer was treated with food. The insulin pump will not be returned for analysis.